Manufacturer narrative:
Neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow-up information, patient was treated with valve-in-valve intervention. Significant medical history as arterial fibrillation, hyperlipidemia, hypertension, asthma, heart murmur, dyspnea on exertion and congestive heart failure.

Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic aortic heart valve is failing after an implant duration of ten (10) years, two (2) months due to critical aortic stenosis. Per the site, the patient had a consultation with a cardiothoracic surgeon in which she was referred to the tavr team, due to her steroid dependent copd and occluded aorta. A consultation will not be undertaken with the transcatheter valve clinic until the end of the year, as the patient is currently traveling. No additional details provided.